Event description:
It was reported that the ventilator had multiple resets and shut down with no audible alarm while connected to a patient. It was also reported that when the ventilator was pulled off the stand, the ventilator powered on and then shut down. The caregiver placed the patient on a back-up ventilator with no patient harm reported.